Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no gel defect related to oil gel globules was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Complaints for sample quality were not under statistical control for the month of november 2025; additional testing were performed. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum of 5 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum of 5 devices. No adverse impact was reported regarding the patient or user.